Event description:
Hcp reported the pt's catheter had eroded through the skin causing an infection. Cultures were sent- unk date, area, or results. The pump system was explanted in 2004. A follow up report will be sent when additional information is obtained.